Event description:
Surgeon reported lens tore and during removing the lens from the eye the capsule tore. An anterior vitrectomy was performed. Pt also developed endophthalmitis postoperative. Unk if product caused the capsule tear.